Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump's display was scratched and difficult to read. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.